Event description:
On 05-may-2026, the endocrinologist reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl following meal announcement after training. The user was transported to the hospital by a caregiver where the user was diagnosed in a hypoglycemic event and treated with oral carbohydrates and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.